Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump pushed all the insulin out from the newly filled cartridge during the load step. The patient noted the pump had been dropped prior to this issue occurring. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.